Event description:
The customer reported the device does not emit any acoustic alarm signals. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device was received in "sleep study" mode. The audible alarm does not trigger in this mode by design; only visual alarms trigger. The device mode was changed to continuous monitoring and the alarms were audible. The speakers resistance measurements were within specification and were functioning as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Masimo determined through investigation the (B)(4) record failed due to the e.1 address line exceeding the 60 maximum allowable characters. The customer address changed from the initial MDR record and the supplemental submission record. This was the result of an internal change masimo made to its systems and it was not identified to have an impact on the supplemental record address line. The errors in the record were corrected and the supplemental record was submitted to FDA on november 10, 2023.

Event description:
The customer reported the device does not emit any acoustic alarm signals. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).